Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat an unruptured saccular aneurysm located in the left internal carotid artery, a non-detachment issue occurred with the fc-9-30-3d coil. The aneurysm had a maximum diameter of 10 mm and a neck diameter of 6 mm. The coil detachment was attempted twice using the instant detacher, and manual detachment via hypotube was also attempted twice. The patient's blood flow was normal, and the vessel tortuosity was moderate. After the initial coil failed to detach, it was removed, and another coil was inserted. The instant detacher was not returned for investigation as it was discarded. The coil was replaced by another product. The patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event. Ancillary devices: microcatheter headway 17.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the non-detachment has not been identified. Prior to the non-detachment, there was no problem. There was no pushwire damage observed after removal from the patient. This information has been confirmed by the physician.